Manufacturer narrative:
(B)(4).

Event description:
Clinic notes were received which stated that the patient had vns re-placement and had subsequent post-op incision infection, was readmitted and was given vancomycin and discharged on bactrim and keflex and has finished the oral antibiotic course. The design history record for the generator and lead were reviewed and both devices were hp sterilized prior to distribution into the field. No additional or relevant information has been received to date.